Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the 4-way valve is not fully shifting. Additional malfunctions are the sieve beds are saturated and the poppet valve for the solenoid is contaminated.